Event description:
When deploying the filter, the filter legs would only open slightly. The filter went through the back wall or the ivg, so it was not in the correct position. Due to the pt's condition, he is not a surgical candidate to remove this filter, so the filter was not removed.